Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported a leak at the connection of the homechoice set patient connector and patient's transfer set. At time of call, the hp tightened the connection and the leaking ceased. The technician advised the hp to discontinue use with current supplies and restart with a new setup. The hp stated they did not wish to do so, and stated they would discontinue therapy if leak reoccurred. Follow up with the hp indicated they completed therapy without incident. No patient injury or medical intervention per hp.